Manufacturer narrative:
(B)(4). Date sent: 09/10/2021. D4: batch # 235a21. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for the final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
Patient with very low rectal tumour, female of 81 years. Contour was placed across the tissue to be resected. The device appeared to fire correctly. Upon removal it appeared that the device had cut but not stapled. The tissue retaining pin was in place and you could see that the drivers were present. A perfectly formed b shaped staple was still remaining on the most distal part of the device immediately next to the tissue retaining pin. Surgeon had to use a tlc and then sutured the anvil of an echelon circular into the rectal stump.